Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was not confirmed. The device evaluation found that display turns off during use could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the hf unit "esg-400"¿s display turns off during use. During the evaluation the following reportable malfunction was found: generator board is defective. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
G3 corrected from 12nov2023 to 12dec2023. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to generator board. Olympus will continue to monitor field performance for this device.